Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/09/2025, a sales representative reported via email that (qty. 2) of an ar-4020c-07 fastthread¿ biocomposite interference screw 7 x 20 mm broke when the surgeon was attempting to implant. There was no reported harm to the patient, and the case was completed using an alternative option. This was discovered during a procedure on (B)(6) 2025, with no report of patient harm.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.